Event description:
Customer reported the down button on the insulin pump was not responding. Customer's blood glucose was 124 mg/dl. Customer reported the device had been having issues for awhile, when asked if customer recalled any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back-up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.